Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the needle in the bd insyte¿ autoguard¿ bc shielded IV catheter was broken during use. The following information was provided by the initial reporter, translated from (B)(6): "the customer reported that the needle was broken during use."

Manufacturer narrative:
After additional information and further review MFR# 1710034-2022-00044 has been determined to be not reportable. The needle was found to be bent during the investigation, not broken. Additional foreign matter was found in the investigation as well, however, per the email within the 1c, the device was received in open packaging, so it cannot be determined if the foreign matter on the needle was manufacturer-caused or obtained during return shipment. It is being considered inconsequential. A bent needle will likely be discarded by the clinician prior to use, therefore it would not lead to harm / serious injury requiring medical or surgical intervention. If a bent needle is used, it will not likely affect the intended use of the device. No adverse health consequences: may result in annoyance to user or reinsertion but will not lead to harm or serious injury. This complaint is not MDR reportable. There was no report of serious injury, medical intervention, or reportable device malfunction. As a result MFR#: 1710034-2022-00044.

Event description:
It was reported that the needle in the bd insyte¿ autoguard¿ bc shielded IV catheter was broken during use. The following information was provided by the initial reporter, translated from japanese: "the customer reported that the needle was broken during use."